Event description:
Per (B)(4) adverse event report, this patient presented to the ER where it was determined that the device was not functioning properly. An x-ray determined that both leads had dislodged. The leads were successfully revised on (B)(6)2010 and remain implanted. Linox sd 65/16, (B)(4), MDR 1028232-2010-01860.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.